Event description:
Reporter wants 2 wheel walker recalled because it is unsafe. Reporter afraid to use the walker due to 2 incidents when a handle bar fell off. The first incident, the handle bar fell off and hit them in the head. No injury. The walker was repaired and 1-2 months later another handle bar fell off. Has been repaired.